Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was 546 mg/dl. To address the high bg, customer administered a correction injection via multiple daily injections (mdi) and consumed water. Additionally, customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery. No third-party assistance was needed.